Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, ethnicity, and medical history were not provided. The name, phone and email address of the initial reporter are not available / reported. [Conclusion]: the healthcare professional reported that after the mechanical thrombectomy procedure that was targeting a right middle cerebral artery (mca) m1 segment occlusion, the patient suffered a mild subarachnoid hemorrhage (sah). The patient remains hospitalized and is reported to be recovering from the event. During the procedure, the 5mm x 33mm embotrap ii revascularization device (et009533 / 19b091av) was used during the first pass and a proximal clot was retrieved. However, a clot remains at the distal portion of the m1 segment. The physician replaced the embotrap device and used the solitaire¿ stent retriever (medtronic) for the second pass to retrieve the thrombus at the distal end of the m1 segment. The mild sah was confirmed after the procedure. It was reported that the embotrap device was used in accordance with the instructions for use (IFU). The relationship between the embotrap device to the reported adverse event cannot be clearly established / confirmed since there were other devices used. Based on complaint information, the device was not available to be returned for analysis. A review of the device history (DHR) records confirms that there were no issues with the assembly of the lot 19b091av (sub and top assembly). There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a known potential complication associated with endovascular mechanical thrombectomy for acute ischemic stroke cases and is listed in the embotrap instructions for use (IFU) as such. The root cause of the event cannot be determined; however, according to the referenced literature, hemorrhagic transformation (ht), which refers to a spectrum of ischemia-related brain hemorrhage, is a complex and multifactorial phenomenon. Because of the loss of normal autoregulation in the vessels supplying the infarcted tissues with the inability to retain blood inside of the arteries, the risk of hemorrhage will occur with return of normal blood flow. The use of thrombolytics also puts the patient at a higher risk for experience a hemorrhagic stroke; therefore, the risk of ht limits the applicability of tissue plasminogen activator (tpa). The incidence of spontaneous hemorrhagic transformation ranges from 38% to 71% in autopsy studies and from 13% to 43% in CT studies. More attention should be paid to patients with acute cerebral infarction, particularly massive infarction, cortical infarction, atrial fibrillation and cerebral embolism, hyperglycemia, low total cholesterol (tc) and low-density lipoprotein cholesterol (ldlc) levels, low platelet count, poor collateral vessels, thrombolytic treatment, increased globulin, early CT signs, hyperdense middle cerebral artery signs (hmcas) and other predictors. Review of the available information suggests that patient, procedural, and pharmacological factors may have contributed to the event with no indication of a device deficiency. The patient presented with a cerebral artery occlusion and likely received thrombolytic treatment which could increase the likelihood of developing hemorrhagic transformation. There was partial clot retrieved in the first pass, thus demonstrating that the embotrap device was engaging with the clot and retrieving clot material. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that after the mechanical thrombectomy procedure that was targeting a right middle cerebral artery (mca) m1 segment occlusion, the patient suffered a mild subarachnoid hemorrhage (sah). The patient remains hospitalized and is reported to be recovering from the event. During the procedure, the 5mm x 33mm embotrap ii revascularization device (et009533 / 19b091av) was used during the first pass and a proximal clot was retrieved. However, a clot remains at the distal portion of the m1 segment. The physician replaced the embotrap device and used the solitaire¿ stent retriever (medtronic) for the second pass to retrieve the thrombus at the distal end of the m1 segment. The mild sah was confirmed after the procedure. It was reported that the embotrap device was used in accordance with the instructions for use (IFU). The relationship between the embotrap device to the reported adverse event cannot be clearly established / confirmed since there were other devices used.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 3/4/2020. (B)(6). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.